Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube approx. 79cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. A bend was evident on the hypotube approx. 4cm distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, and moderately calcified lesion exhibiting 90% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing the device. The device was not kinked and re-straightened during use. It was reported that stent deformation occurred in vivo during positioning/advancement. It was also reported that a detachment occurred in the catheter after removal of the device from the patient. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.